Event description:
The customer reported obtaining incomplete computation and daily check failures for hemoglobin (hgb) from the unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. A field service engineer (fse) was dispatched to the customer's site to evaluate the instrument.

Manufacturer narrative:
The fse confirmed of the background problems and cleaned the inside of the hgb cuvette to resolve the issue. The cause of the event is attributed to a dirty hgb chamber and the instrument generated daily check failures to alert the operator of an instrument problem. (B)(4).